Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the events. The cause of peritonitis was unknown. The peritonitis was treated with vancomycin ip (rate, dose unknown). The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot number h14a06025. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a06025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.